Event description:
A caregiver reported a low reading issue with the adc device. The caregiver reported a low sensor reading of 'lo' (< 40 mg/dl) and treated customer with 3 sugar sticks, a crepe, and turning off insulin pump. The caregiver then took customer's glucose via capillary meter and obtained a result of 300 mg/dl. The caregiver treated customer with an increased amount of rapid insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.